Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was reported to be due to a fungal infection (not further specified). On unreported dates, the patient was hospitalized for the peritonitis and the patient began treatment for the event with voriconazole (dose, frequency and route of administration not reported). Pd therapy was ongoing during the earlier stage of hospitalization but was withdrawn at an unspecified later stage (no further detail was provided). On unreported dates, the peritonitis was resolved, the patient was recovered from the peritonitis. No additional information is available.